Event description:
Customer stated, "the wires are buzzing". The product has not been returned for investigation. The customer did not claim any injury. The customer was contacted on 05/03/2019 to remind them to return the pad for investigation. As of 05/07/2019 the pad has not been returned. Bce did not find this to be a recurring issue in the lot. Without the product, bce cannot make any further determinations.